Manufacturer narrative:
Additional information was received on 21 march 2023 reporting there were no adverse patient consequences and that the procedure was not prolonged. Therefore, h6. Health effect-clinical code and health effect- impact code were updated. The lot number of the reported device was not provided, and therefore the device history record could not be reviewed. Additionally, the device is not being returned to addison facility. The systems review found zero (0) capas or complaints within a two-year period. The instructions for use (IFU) was reviewed. The IFU instruct user to inspect instrument prior to use. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during a procedure, the smartflex 5mm rongeur was dull and "couldn't strip any bone without twisting and pulling". It was reported the rongeur had been used correctly and had become worn over time. Attempts are being made to obtain further information regarding the event and patient.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.